Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of a harmonic ace instrument broke. The user completed the procedure with using a backup harmonic ace instrument. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at roughly 0.26" from the base. The broken piece was not returned.